Event description:
On (B)(4) 2013, intuitive surgical inc. (Isi) received a legal complaint concerning a patient who underwent a da vinci si surgical procedure on (B)(6) 2012. The legal complaint alleged that the patient suffered a perforated colon and experienced intense pain and stool drainage from the surgical site, developed a severe infection, and underwent an emergency repair, debridement, and abdominal washout procedure two days later. The legal complaint also indicated that the patient had considerable pain, disability, convalescence and disfigurement thereafter.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has made several attempts to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the system logs for the site with a procedure date of (B)(6) 2012. No system errors were found to have occurred during the surgical procedure. Based on the information provided, this complaint is being reported due to the following conclusion: the legal complaint claimed that the patient underwent a da vinci si surgical procedure, sustained a perforated colon, and required emergency repair. However, at this time, it is unknown how the patient's colon was perforated and if the da vinci si surgical system caused or contributed to the patient's injury.